Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve dislodged out of the targeted location. The valve was then snared into the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported dislodgement that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.